Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-lower circumflex artery that was 70% stenosed and moderately calcified. When the non-abbott imaging catheter was being removed from the patient anatomy, it became stuck with the balance middleweight hydro 3 cm guide wire. The non-abbott imaging catheter and guide wire were removed together with resistance felt, however there was no issue in removing them from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspection were performed on the returned device. The difficult to remove was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.